Manufacturer narrative:
The 8mm force bipolar instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
On 11/12/2025, intuitive surgical, inc. (Isi) received user facility report mw5177861 stating: grasper not working on first instrument, wire broken at grasper tip on second instrument. Pt code: 4582. Device code:2588. Ref report: mw5177862.